Event description:
As per the affiliate, during inventory inspection, two products were found to have "foreign matter inside the sterilized pouch", catalog# 801-1520d/ lot# 13393208. The foreign material looked like fiber. Outer product box and sterilized pouch were intact, and the seals of the pouch were not opened. There were no anomalies except for foreign matter. It was not clinically used. It was not re-packaged and not re-sterilized.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report# 9616099-2009-01685.

Manufacturer narrative:
During inventory inspection, foreign material that 'looked like fiber was found inside the sterile pouch of two durastar ptca balloon catheters. The pouch seals remained intact. The products were not used and no pt injury occurred. The products were not returned for analysis, however photos showing a black fiber in the package were received. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Based upon the photos, the complaints can be confirmed and the issue is considered related to the mfg process. An internal investigation was opened to address this issue. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2009-01684 and 9616099-2009-01685.

Manufacturer narrative:
Please note that the correct alert for the reported event is (B)(6) 2009. The event date of (B)(6) 2009 was inadvertently inserted when the complaint was entered. As per the affiliate, the foreign matter was discovered on (B)(6) 2009. Confirmed on (B)(6) 2009. The correct event date has been entered into the medwatch report. The correct alert dates have been entered into this report. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 9616099-2009-01684 and 9616099-2009-01685.